Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and the associated lead displayed pacing impedances of less than 200 ohms, noise with oversensing and potential loss of capture (loc). The device was programmed to ddd as sensing was still appropriate. There were no adverse patient effects reported. The device remains in service.